Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by the patient that starting a couple months prior, the patient had two episodes of waking up during the night experiencing a "shock through the body" and then "stiffening right up." The patient noted they were unsure if it was related to the device. The patient also noted their implantable pulse generator (ipg) had been checked a couple months prior, which revealed the device was functioning as expected. At this time, follow-up is unable to obtain further information. The ipg remains in use. No patient complications have been reported as a result of this event.